Event description:
It was reported the device pocket failed to close properly post implant and infection with skin erosion occurred. It was further reported the right ventricular (rv) lead threshold had increased from 1.5 volts to 2.75 volts within two weeks of implant. The lead position was checked under fluoroscopy and positioning was good. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.